Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that post procedure, this right ventricular (rv) lead exhibited poor measurement and was dislodged. Initially, this rv lead was placed in the septal. Subsequently, this rv lead was repositioned and placed in the rv apex. While the patient was in the recovery room, the patient experienced shortness of breath and an echo was performed and showed tamponade due to the rv lead perforation. A pericardiocentesis was performed and the lead was not repositioned. A device checked was performed the following day and all measurements were satisfactory. The plan is to have the patient continue their routine follow up. No additional adverse patient effects were reported. This rv lead remains in service.